Manufacturer narrative:
Following the evaluation of the device, the touchscreen was replaced to resolve the problem. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. A supplemental report will be submitted when the component is received and evaluated.

Manufacturer narrative:
Date of report: 28may2021. (B)(4).

Event description:
The customer reported that when the device is on, the touchscreen is blocked, and they can not press the keys to access the different menus. It is unknown if the unit was in use on the patient, but no patient harm was reported. Additional information has been requested